Event description:
It was reported that "the foot section is not working on the bed. The head section works but sometimes it will not go down and they have to push it down. There is also no noise coming from the motor."

Manufacturer narrative:
It was reported that "the foot section of the bed will not lower. While the head section raises, it sometimes fails to lower. Stated that when they press the down button for the foot section, there is no clicking or sound from the motor. The bed is confirmed to be plugged into a working outlet. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.